Event description:
The pump was returned for investigation. Investigation found that the ¿up¿ button contact was inverted. This report is made based on the results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the verify screen with auditory and vibratory features. The keypad cover was torn at the ¿up¿ arrow button and an inverted button contact can be seen through the torn cover. No tactile issues were found with any of the buttons and removal of the cover did not find contamination under the button contacts. (B)(6).